Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on the right atrial (ra) lead channel that resulted in pacing inhibition. The patient didn't experience asystole. Increased threshold measurements were also noted. Subsequently, the patient underwent a revision procedure and it was discovered that there was a set screw to lead pin issue. The ra lead was re-inserted into the header after it was tested on the pacing system analyzer (psa). The pacemaker system remains in service. No additional adverse patient effects were reported.